Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had couple motor errors in the past. Buttons were more difficult to press and sometimes stick when pressed. Customer's blood glucose value was unknown at the time of the incident. There were a few cracks on the outer casing pump around the reservoir compartment. There was a faint rainbow affect on display screen sometimes making it difficult to read. During the rewind process, insulin pump was louder and making a grinding sound on occasion and sometimes squirt insulin when priming instead of dripping out from the end. Customer will not return device for analysis.